Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. An external visual inspection found the cassette door was not closing properly, door was misaligned. There was dried fluid within the cassette compartment and particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. The force gauge test failed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving patient line is blocked alarm during drain 2 and because the patient was not draining. It is unknown at which point in therapy the leak may have begun. The source of the leak is a pinhole on the cycler set. It was reported that there was fluid within the cycler. The peritoneal dialysis registered nurse (pdrn) was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. A new cycler was issued to the clinic and the reported cycler was scheduled to be picked up and returned for physical evaluation. The pdrn was advised to retain the cycler set so it can be scheduled for pickup during a follow up call. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). There was a pinhole observed on the cassette portion of the cycler set. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well, and they are continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cycler set to the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: d5 cycler owned by clinic and operator is a nurse (transcription error).